Manufacturer narrative:
(B) (4). The ge service rep changed the circuit board. The system operates as intended.

Event description:
The customer reported, there was no dose indicator. The dap was defective. No pt injury was reported.